Manufacturer narrative:
Patient age/date of birth reported as 1928 (month and day unknown). This report is for an unknown pfna nail/unknown lot. Additional product code: hwc. Device has not been reported as explanted. (B)(6). Part number is unknown; however, pfna devices are not distributed in the united states, but are similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported there was heterotope ossification. This happened one to three (1-3) months post operatively. The original proximal femoral nail anti-rotation (pfna) procedure occurred on (B)(6) 2013. This report is for an unknown pfna nail. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 02july2013. Expiry date: 01june2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.